Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, and a loss of consciousness. Customer reported being able to self-treat with "sweets". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful, and no abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Additional information: section d4 (serial no) has been updated from (B)(6) based on the returned product. Section h4 (device mfg date): update from 05/30/2023 to 03/18/2023 section d4 - unique identifier (UDI): updated from unk to (B)(4).

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 227, and 224, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, and a loss of consciousness. Customer reported being able to self-treat with "sweets". There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness, sweating, and a loss of consciousness. Customer reported being able to self-treat with "sweets". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.